Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the health site viewer showed last communication. A ticket was raised for downstream issues. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) called the customer and confirmed that there was no issue with this station, and the case was closed. The system functioned as intended after the technical support specialist verified the device.